Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient presented to the emergency room due to pain around the incision site. Blood work and a CT scan revealed signs of infection. The patient was placed on antibiotics. Device details are unknown at this time.

Event description:
Follow-up identified the patient's infection has resolved.